Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that erroneous carcinoembryonic antigen (cea) results were obtained on five patient samples on an atellica im 1600 analyzer. Siemens remotely accessed the instrument files and checked the calibration and relative light units (rlu) curve, which were determined to be normal. Siemens observed that at the time of the event, multiple sample probe errors were triggered. Additionally, siemens determined the auto-check wash probe 1 vacuum showed lower readings than the other probes. Siemens is evaluating the event.

Event description:
The customer reported that erroneous carcinoembryonic antigen (cea) results were obtained on five patient samples on an atellica im 1600 analyzer. The initial results were reported to the physician(s), who questioned the results. For the sample identified as 46624524921, the sample was repeated twice on the original analyzer and the other four samples were repeated once on the original analyzer. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous cea results.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2024-00172 on 06-aug-2024. Additional information (09-aug-2024): the customer indicated that quality control (qc) and calibration were valid on the day the affected patient samples were tested. Instrument data demonstrated that elevated qc results were obtained on the first day the reagent pack was introduced on the instrument. However, qc recovered acceptably the next day after onboard mixing. It is unknown if the affected reagent pack was mixed per the instructions in the instructions for use. The cause of the erroneous carcinoembryonic antigen (cea) results is unknown. The investigation findings and investigation conclusions codes in section h6 were updated to reflect the additional information. The instrument was not serviced by a third party. Section d8 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.